Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the surgeon was unable to lock the screws into the variable angle ¿ locking compression plate (va-lcp) with the associated screwdriver during a procedure on (B)(6) 2015. The screw head was reportedly worn by the screwdriver tip, which did not hold the screws properly for rotation. The surgeon was not able to fully grasp the screw head with the screwdriver shaft. No backup driver was available, so the surgeon had to use the one in question to attempt to tighten all six (6) screws. Gauze was placed between the driver and the screw heads in an attempt to facilitate a better hold, but that effort was not successful. The surgeon then cut off the tip of the driver off (because it was twisted) and attempted to secure the lock on the screws. This, too, was not successful. The surgeon closed the wound, but was unsure if the screws were properly locked. A thirty (30) minute delay in procedure time was recorded. This report is 5 of 5 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted or explanted. It is unknown if the complainant part is expected for return. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.